Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site name: (B)(6).

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units pressure port is not functioning. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, h11. A getinge field service engineer (fse) stated that this order was opened only for the quotation the engineer had not visited the site yet. After the receipt of the purchase order, the engineer will visit the site. Customer not interested to repair the unit.